Event description:
It was reported that during an unknown procedure, some staples were unformed. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The thickness of the target tissue was regular. No information on an unexpected noise at the firing. There was no an unexpected resistance at the firing. The device was not fired across something hard such as a clip. Reinforcement material was not used.

Manufacturer narrative:
(B)(4).